Manufacturer narrative:
Additional narrative: (B)(4). The serial number was unknown. Therefore, device manufacture date is unknown as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an equipment inspection, it was discovered that the cutter lock ¿knurled knob¿ was very stiff and was almost impossible to actuate on the motor device. It was further reported that the device became hot very quickly; however, the attachment device stayed cool. It was reported that the event did not occur during surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: (B)(4). Serial number: the device serial number was unknown in the initial report; therefore, the device manufacture date was also unknown. Upon receipt of the device on apr 19, 2017, the serial number was identified as (B)(4). The device manufacture date was updated to jan 23, 2008. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. It was further determined that the device would not secure the cutter device and the disconnect sleeve (knurl knob) moved freely. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the pawls were damaged, preventing the cutter device from securing. It was determined the issue of the damaged pawls was consistent with pushing on the disconnect sleeve while the device was running. The assignable root cause was determined to be due to user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Upon further review of the device evaluation, it was determined that due to the cutter device not being able to be inserted, the temperature test could not be completed (the test requires a cutter to be inserted); therefore 'heat' could not be confirmed.